Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock or click in place, missing reservoir tube o-ring, minor scratched display window. The insulin pump passed the operating currents test, self test, a21 error test, displacement, rewind, prime and no delivery tests. Analysis was unable to perform the basic occlusion test and occlusion test due to reservoir tube lip anomaly.

Event description:
The customer reported via phone call that the reservoir would not lock in place. The customer reported that near the reservoir compartment was chewed and the o-ring was missing. The customer's blood glucose was 232 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.